Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded. As the device was initially placed anterior and the patient reported never having pain relief, the physician decided to move it posterior. No catheter migration was alleged. Internal complaint number: (B)(4).

Event description:
Representative reported a catheter replacement due to a lack of pain relief. It was reported that the catheter did not migrate. A catheter dye study was performed and it was determined that the catheter was fine. The physician decided to remove the catheter and place the replacement catheter anterior catheter than posterior. The original catheter was disposed of. The patient never went through withdrawals.